Event description:
It was reported that there was a fiber break. The procedure was completed with another of the same device. No further complications reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was tested with hene laser fixture there are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Although analysis did not confirm the reported fiber body break, the event is confirmed based on the observed tip detachment. The tip was not returned; therefore, the levels of devitrification could not be determined. The observed condition of the fiber tip/cap is likely due to excessive cap wear occurred during the procedure. Cap wear is accelerated due to heat accumulation caused by inadvertent anatomical/procedural factors, such as prolonged tissue contacts or technique, which would limit the performance of the fiber and cause reduced vaporization efficiency, and potentially lead to glass cap detachment. Based on analysis result, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that there was a fiber break. The procedure was completed with another of the same device. No further complications reported.